Event description:
(B)(6) old male pt underwent endovascular aneurysm repair on (B)(6) 2013. During the procedure, the captor valve on the proximal graft body leaked significantly with the grey positioner still in the valve. The pt had an estimated blood loss of 1500 ml and had to have multiple units of blood transfused. The grafts remain in-situ.

Manufacturer narrative:
Evaluation codes = unknown as awaiting return of product for evaluation.